Event description:
The complainant alleged that during biomed testing, the device displayed "defib fault 72" and "fault 117" messages on power up. The complainant indicated that there was no pt involvement in the reported malfunction.